Event description:
It was reported that during a procedure, a pin broke off inside the hex t-handle. The rest of the pin body was implanted in the patient¿s tibia. Surgery was delayed by 10 minutes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned device identified that a pin was broken and stuck within the t-handle. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.